Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not power on during the pre-shift vehicle check. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u5 on the power pcb assembly being shorted between pins 12 and 13.